Event description:
Healthcare professional reports results higher than reference with hemochron jr signature sys. Pt was tested on (B)(6) 2010 and generated inr 2.5. On (B)(6) 2011 pt was hospitalized and diagnosed with a clot in middle cerebral artery, ischemic stroke and cardioembolism. Inr generated by hosp lab on (B)(6) 2011 was 1.5. Eqc and lqc before and after event were acceptable. Pt's therapeutic range: inr 2.0 - 3.0.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint # (B)(4) (cuvette lot# g0jpt075). Method: no instrument returned. Result: MFR notified FDA on or about (B)(6) 2011 of hemochron jr pt j201 voluntary recall. Conclusion: cuvette lots recalled (z-2953-2011) due to higher than specified bias. Corrective action (B)(4) implemented.